Event description:
The patient was in the ER (emergency room) lethargic and hypotensive with an altered mental status. An overdose was suspected. The patient was given narcan and was able to be more awake. When the narcan wore off, he had symptoms again, so they now had him on a narcan pump. The reporter wanted to stop the pump because they believed that the patient was getting too much medication. The pump had been refilled on tuesday in the patient¿s home state of illinois. The patient was on vacation and traveling in (B)(6) at the time of this report. The patient was hospitalized. The patient status was reported as ¿alive-no injury¿. The device system was delivering clonidine and dilaudid. It was later reported that the pump was programmed to minimum rate. The outcome was not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a healthcare provider (hcp). The indication for use was failed back surgery syndrome and spinal pain. The patient experienced a sudden change in therapy and on (B)(6) 2015 the patient was in the emergency room (ER) because they had passed out. There was discussion about accessing the pump to empty it but it was unknown what had occurred. The hcp planned to follow up with the physician. The pump was programmed to deliver clonidine 1000mcg/ml ; 6mcg/day/minimum rate and dilaudid 30mg/ml: 0.183mg/day/minimum rate.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. (B)(4).